Event description:
The patient reported inaccurate erratic results from their ot basic meter. The successive blood glucose readings were 454mg/dl and 176mg/dl. The patient went to the hospital and was treated for hyperglycemia. It is unclear whether the patient used different finger sticks while testing. No further information has been reported.